Event description:
At completion of complex successful percutaneous coronary intervention (pci), angio-seal 6fr closure device was used to close left femoral artery. After introducing sheath and upon withdrawal of dilator, sheath fractured/crumbled leaving piece of sheath lodged in the left femoral artery. Patient was brought to the operating room for urgent after-hours removal by surgery. Fragment removed successfully. Close inspection showed that the plastic was brittle and easily shattered in multiple locations. Typically this device is malleable soft plastic. Two additional angio-seal 6fr where opened for inspection. The one that shared the lot number was also brittle and easily broke, the one that had a different lot number was soft and malleable. Manufacturer response for device, hemostasis, vascular, angio-seal (per site reporter) device will be sent to manufacturer for evaluation.